Event description:
It was reported that the tip of the jaws found broken after ligation during a surgery. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. We are unable to determine what caused the tips of this device to be loose and misaligned and for the jaw pivot pin to be pushed into one side of the damaged/bent outer tube assembly but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were (B)(4) visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the jaws found broken after ligation during a surgery. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient.